Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump displayed physical signs of wear and tear. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage to the pump casing was observed. The pump was powered on and emitted appropriate auditory and vibratory alerts. The keypad buttons and display functioned appropriately. The complaint was not duplicated.